Event description:
The incident was identified through a literature search. The case was published in the journal 'colorectal disease', accepted as an online article on the 5th of november 2010. (Ref:dio:10.1111/j, 1463-1318.2010.02484.x). The following information was extracted from the article: a frail, (B)(6) lady was admitted as an acute emergency with generalized abdominal pain an vomiting. A right hemicolectomy was performed. The patient developed c. Diff diarrhea. Fms was inserted. After 13 days of the use of fms, the patient developed a recto-vesical fistula at the site of the rectal balloon of the fms. The device was removed and a defunctioning colostomy was performed. The patient made a slow, but steady recovery. The event is deemed serious which most likely prolonged hospitalization and also required surgical intervention to preclude a more serious outcome. It is unknown if the colostomy performed was temporary or permanent. From a clinical perspective, a causal relationship between the device and this event is deemed possible because the published article stated that the location of the fistula was at the area where the rectal retention balloon was in contact. It is of note however, that although the literature stated the device was used according to manufacturer's instructions, the IFU for this product lists prior rectal surgery as a contraindication for use. There is also a note in the IFU that close attention should be given to the location of any anastamosis previously performed during colon surgery. Further it is also stated in the article that the product was expelled and needed to be replaced several times before this incident.

Manufacturer narrative:
Reported to the FDA on (B)(4), 2011.